Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 pocket c1 failed and could not be recovered, and they were unable to retrieve the requested epidural medication. The customer rebooted the station and attempted to recover the drawer again, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pocket failed on attempted to remove. A field service engineer (fse) arrived and found that nothing had failed. The fse tested the drawer and pocket and found no issues. Fse found nothing had been loaded in the pocket. The customer performed a sample assign and load, and the pocket opened without any problems. The customer then inventoried the same item the user had reported issues with and discovered it had been loaded into a different drawer/pocket. The customer checked their email regarding the issue and saw a note indicating it had already been resolved. The system functioned as intended after the field service engineer investigated the device.